Event description:
It was reported that during a cardiac procedure, the clips did not fulfill the purpose of their use. A vein graft that was implanted in a patient could not be supported by the clips. It is possible that the vein graft could be rejected and that would be a life-threatening condition. An intervention was required to prevent permanent damage. The product was discarded and the surgeon used non-jnj products.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. To date, the only additional information provided is listed below. Attempts are being made to obtain more information. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the clips did not fulfill their purpose: did the surgeon choose the correct clip size for the vessel or tubular structure being ligated? Yes. Were the handles fully squeezed until they come to an stop on each clip application? Yes. Failure to fully squeeze the handles can result in improper formation of clips, and therefore, unsatisfactory ligation of tissue. (From IFU) n/a, see previous answer. Were the clips positioned securely and completely around the tissue being ligated? Yes. Were the jaws of the instrument closed over other surgical instruments or hard objects? Yes. Is the surgeon an experienced user of this product? Yes, all hcps at site including the surgeon, are fully familiar with all ees products for stapling and ligation. Was there a recent conversion to ees devices in this account or with this surgeon? No, they have been using ees devices for the last two years. Was there any abnormalities identified with the clip formation? No/ can you describe the shape of the clip? The same shape as usual, with no abnormalities. Was there any scissoring? No. Was the cartridge base being used? Yes. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. However, lot numbers from the customer's inventory were provided and batch history reviews were performed; the manufacturing criteria was met prior to the release of the batches included in the lots.

Manufacturer narrative:
(B)(4): additional information was received from surgeon with details explaining the patient did not have a reoperation and the procedure was completed with suture. No transfusion was needed. The patient was stable following the procedure and in good condition. Upon review of the additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.